Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).received op reports and discharge. (B)(4)

Event description:
Assisting surgeon was deposed and the following testimony is noted from his deposition: "when we did the surgery, original surgery, the anastomosis looked intact and normal. And I did not have reason to think that there is device failure." Additionally, as of the time of his deposition in (B)(6) 2012, he noted "I don't think that there was a device failure."

Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a colon procedure, the surgeon used the device to close the bowel. Intra-operatively, the staple line looked good. Three days post op, the pt became sick and was brought back for a re-operation. The surgeon found that the staple line was completely opened. It is unk what caused the staple line to open. The surgeon closed the staple line and the pt. Two days later, the pt died of septic shock.